Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the surgeon noticed the tip of the device was made of plastic, which is different than the one he was used to using. In other words, the device had a metallic awl. The doctor told he found difficulty in making the patient's access. The surgeon told he will return all lots that have a plastic awl. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2016. Batch # m90g4m. Additional information was requested and the following was obtained: "the doctor identified the difference of material in a unit. He also showed that the punch does not fit within the trocar shirt. Additionally , the doctor said the product had a different material and that material hinders access to the patient." The analysis results found that the b11lt device was returned with no damage in the external components. During the evaluation of the instrument, the obturator was inserted into the sleeve assembly and upon insertion it was confirmed that the cannula of the obturator did not go through the sleeve as intended. The obturator was measured and it belongs to a 12mm trocar. The condition of the incorrect component is related to the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.